Manufacturer narrative:
Therefore, because of this needed additional medical treatment, this event meets the criteria for reportability per 21 cfr part 803. The device is available for eval, though has not been returned as of this report. Eval results will be submitted as they become available.

Event description:
In this event it was reported that a nitiflex file separated; a resection (apicoectomy) was needed to that tooth afterwards to preclude permanent (irreversible) damage to a body structure.